Event description:
Allegedly, the patient was revised due to adverse tissue reaction to metal debris , corrosion and resultant metal ions, due to the metal on metal design between the articulating surfaces. None mpo component confirmed by invoice order (B)(4): novation femoral stem, catalog no. 160-00-13, serial no. (B)(4).